Manufacturer narrative:
The problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. To resolve the problem, technical support advised the reporter to replace a cable. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that color bars with a pink tint were displayed. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the color bar being displayed could not be identified. However, it is possible the cause is related to normal deterioration. Olympus will continue to monitor field performance for this device.